Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11 . Complaint conclusion: as reported, button one of a 6/7f mynx control vascular closure device (vcd) was unable to be pressed. The procedure was completed with manual compression. There was no reported patient injury. The user is mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity and mild presence of pvd / calcium in the vicinity of the puncture site. The tension indicator was indicator aligned with the markers on the handle halves before attempting to deploy. The device was returned for evaluation. One non-sterile 6/7f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was not depressed and button 2 was not depressed. The stopcock was found open. No syringe was returned for this evaluation. The sealant was present in a manufacturing position, fully covered per the sealant sleeves. In regards of the sealant sleeves conditions, no abnormal conditions were observed. No catheter sheath introducer (csi) was returned for this evaluation. The balloon was not retracted and deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A simulated deployment test evaluation to ensure functionality was performed. The unit worked as intended deploying the sealant and the balloon got retracted respectively. After the tension indicator was aligned by pulling in a distal direction the distal tip and the button 1 and button 2 were depressed in the instructed sequence. The reported event of ¿button #1-frozen/locked¿ was not verified through analysis of the returned device since it passed functional testing. The exact cause of the event experienced by the customer cannot be determined. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the frozen/locked button 1 experienced since it passed functional analysis. However, handling factors are possible as the device passed functional analysis with no difficulties. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. As warned in the IFU, ¿do not reuse or resterilize. The mynx control vcd is for single use only. The catheter is loaded with a single hydrogel sealant. Reuse of the device would result in no delivery of hydrogel sealant.¿ the IFU also warns, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ per the procedural steps within the IFU, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram: common femoral artery single wall puncture, evidence of adequate flow, no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. The information available, nor the product analysis suggest that the issues experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d9, g3, g6, h1, h2, h3, and h11. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, button one of a 6/7f mynx control vascular closure device (vcd) was unable to be pressed. The procedure was completed with manual compression. There was no reported patient injury. The user is mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity and mild presence of pvd / calcium in the vicinity of the puncture site. The tension indicator was indicator aligned with the markers on the handle halves before attempting to deploy the device will be returned for evaluation.